Event description:
Allegedly, patient underwent a revision surgery on (B)(6) 2022. The tibial hinge, distal femoral axial pin, and poly spacer were revised. Reason for revision is due to some wear and loosening around the tibia. The surgeon replaced the hinge mechanism in the axle.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Due to the complaint does not alleged deficiency against the device because the axial pin connects the other components, but the wear and loosening would not have taken place with the axial pin based on the description. Please void this report.